Event description:
Additional information: it was noted that the lead insulation was cut while the physician was suturing the lead.

Manufacturer narrative:
The reported events of low impedance and intermittent sensing were confirmed. As received, a complete lead was returned in one piece measuring 52.0 cm with all tines intact for analysis. Electrical tests found an internal short. Further testing found damaged inner insulation consistent with overtightened suture sleeve tie. The cause of the reported events of low impedance and intermittent sensing was isolated to the damaged inner insulation consistent with overtightened suture sleeve tie.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant, the right ventricular lead was tested and measured a low out of range impedance and no sensing. The lead was disconnected from the device and tested with the pacing system analyzer, and it was still noted to have low impedance and intermittent sensing. The lead was removed and replaced during the same procedure. The patient was in stable condition.